Event description:
The complaint is reported as: after inserting the cvc, the doctor was drawing blood to check the line and found "many small bubble" in the syringe. The doctor was concerned for a leak in the catheter and decided to change to a new set. No patient harm or complication reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided two photos and two videos for analysis. The complaint of a catheter body cut/torn was not able to be confirmed by the photos or videos. No leaks were detected. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. Do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of a leaking catheter was unable to be confirmed by the customer supplied photos and videos. Full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#:(B)(4).

Event description:
The complaint is reported as: after inserting the cvc, the doctor was drawing blood to check the line and found "many small bubble" in the syringe. The doctor was concerned for a leak in the catheter and decided to change to a new set. No patient harm or complication reported. The patient's condition is reported as fine.